Manufacturer narrative:
Corrections can be found in the following fields: d1: brand name; d2a: common device name; d2b: procode; d4: primary product material number and catalog number, lot number; UDI number. Intuitive has received the monopolar curved scissors (mcs) associated with this complaint and completed investigations. Failure analysis investigations confirmed the reported complaint that "one cable was release (loose)"; however, did not confirm that "the monopolar curved scissors (mcs) made sparks." The mcs tip cover accessory involved with this event has not been returned for analysis. Failure analysis found the primary failure of a broken grip cable on the mcs instrument. The mcs instrument was found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. The root cause is attributed to a component failure. An in-house mcs tip cover accessory was installed on the returned instrument and covered the entire distal portion of the tube extension. The mcs instrument was placed and on in-house system and tested for energy delivery. Energy was delivered during multiple attempts without any issues and the electrical continuity test passed. There were no sparks or arcing observed. Additional observation(s) not reported by the site were also identified: the mcs instrument tube extension exhibited signs of scratch marks/abrasion. Tube extension scratch marks measured roughly 0.021¿ x 0.170¿. The root cause is typically attributed to mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing, or during mcs tip cover accessory installation/removal.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors be returned for evaluation, but it has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided for review. A review of the instrument log for the monopolar curved scissors instrument (part#470179-19/ lot# n12201006 0313) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2021 using system (B)(4). The instrument had 3 remaining usable lives with no subsequent use recorded. This complaint is being reported based on the following conclusion: it was alleged that the instrument sparked with no evidence or claim of user mishandling or misuse. The allegation is related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted donor hepatectomy surgical procedure, the monopolar curved scissors (mcs) made sparks and one cable was released (loose). No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.